Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained low blood glucose. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was 23 mg/dl. Caller stated that the customer had a low blood glucose event and she got some glucose tablets. Reviewed history and found that the customer had delivered a bolus before the low blood glucose event. Nothing further was reported.